Event description:
During an atrial flutter procedure, while mapping in the left atrium, a fluid leak was noted at the hemostasis seal of the sheath. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.